Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7091047/7092570. Product family: clik anchor upn: m365sc43160 model: sc-4316 batch: 26575409.

Event description:
It was reported that the patient experienced discomfort at the pocket site and was not getting adequate pain relief from the stimulator. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.